Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd sharps coll 7.6l 24 the lid was missing. The following information was provided by the initial reporter: uncompleted 2 products of sharp collectors received, they found 2 pcs sharp coll without a cover, even though the cardboard packaging is still sealed when they received.

Manufacturer narrative:
H6: investigation summary photos representation was provided for the complaint of missing lids. A device history record review for material no. 5460-zkp and lot number # 1f806 was performed. The search showed that a total of (B)(4) units in 1 lot number was built till 21mar2022. According to customer response no risk observed. Based on the record, no abnormality observed. No sample was received in order to determine the root cause of this issue, however potential root cause will be incorrect handling during packaging / receiving the part that cause quantity of the top cover shortage. H3 other text : see h10.

Event description:
It was reported while using bd sharps coll 7.6l 24 the lid was missing. The following information was provided by the initial reporter: uncompleted 2 products of sharp collectors received, they found 2 pcs sharp coll without a cover, even though the cardboard packaging is still sealed when they received.